Manufacturer narrative:
This MDR is being filed as a correction to the initial report. The unit subject of the reported event is a sonic cleaner, not a sterilizer.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the o-ring had been dislodged allowing water to leak onto the floor. The root cause of the o-ring becoming dislodged is attributed to the user facility's hot water supply pressure exceeding the sterilizer's water pressure specifications due to the user facility's pressure regulatory valve requiring replacement. The technician reseated the o-ring, tested the unit, confirmed it to be operating to specifications, and returned it to service. The customer informed the technician that the pressure regulator valve will be replaced. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported water leaking from their caviwave pro ultrasonic cleaner onto the floor. No report of injury.